Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on the bus, the field service engineer noticed that the drawer 6 plug was not seated properly. The field service engineer repaired the drawer board clasp, replaced the damaged pyxibus cable, and aligned drawer to resolve the issue followed by performing preventive maintenance. The system functioned as intended after field service engineer replaced the device parts.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on the communication bus, preventing the users from removing medications. The customer stated that there was a delay of about 15 minutes. The required medication, sodium bicarbonate, was delivered urgently by the pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on the communication bus, preventing the users from removing medications. The customer stated that there was a delay of about 15 minutes. The required medication, sodium bicarbonate, was delivered urgently by the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the plug for drawer 6 was not seated properly. A field service engineer repaired the clasp on the drawer board, replaced the damaged pyxibus cable, and aligned all drawers to resolve the issue. A field service engineer performed preventive maintenance on the issue areas. The system functioned as intended.